Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400+ mg/dl. The customer treated with the pump. The customer stated that he received a new pump, set and sensor and the first continuous glucose monitor did not work at all while the second one worked fine. The customer stated that is read change sensor. The customer could not recall what caused the high readings. The customer declined to troubleshoot.